Manufacturer narrative:
On (B)(4) 2016, the field service engineer (fse) was at the customer site. The fse replaced the rbc (red blood cell) aperture modules, o-rings and preamp during service. The repairs were verified per established procedures. The cause of the false high plt cannot be determined. Multiple components were replaced during service. Patient information was not provided by the customer. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  (B)(4).

Event description:
The customer reported that they are getting high platelet (plt) counts for both patient samples and controls on their coulter lh 780 hematology analyzer. There was no report of erroneous results reported out of the laboratory. There was no report of change or effect to patient treatment in connection with the reported event. Patient data was not provided by the customer for this event.